Event description:
It was reported that stent damage occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified distal left circumflex artery (lcx). A 3.00 mm x 28 mm promus element plus stent was advanced but was not able to cross the proximal lcx despite several attempts. The device was removed from the patient and the edge of the stent was found to be lifted. Plain old balloon angioplasty was performed and the procedure was completed. No patient complications were reported and the patient status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).